Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that no stand movements were possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Investigation was performed considering complaint description, cs reports, system log files and system history. The log file analysis shows that the system detected an issue with the motor control unit (mcu) of the stand. As a result, movement of the stand was no longer possible. As a mitigating measure, the table axles can be moved with reduced speed. The evaluation of the delivered system showed that the motor controller has been in operation for approximately 12 years. The defective motor controller unit has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.